Event description:
Pt's family member called lfs on 5/28/2003 alleging pt's meter would only prompt remove strip. Family member stated that pt had not been able to test due to the error message. No symptoms were reported other than the pt felt sick. No medical intervention was reported. While on the phone with the customer service rep, the meter was cleaned. The family member noticed that some of the strips from the test strip vial being used had a pink confirmation dot. Family member tried to use strip from a new vial but the remove strip message continued. The issue was not resolved. The meter and test strip have been replaced for the pt.